Event description:
Information received indicates the head hi/low function of the bed will not rise.

Manufacturer narrative:
The hill-rom technician replaced the hi/low hydraulic valve to repair the bed.